Event description:
Litigation alleges the patient suffers from pain, difficulty ambulating, and metal ions in his body.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Pfs and medical records received. In addition to what was previously reported, pfs alleges muscle damage requiring surgical repair. After review of medical records for the MDR reportability, patient was revised to address pain and metallosis. Operative findings reported of serous fluid and synovitis. There is no laboratory results for the alleged metal ions.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges metal wear.